Event description:
The manufacturer received information alleging a ventilator failed to reach set pressure and was not ventilating properly. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device failed to reach set pressure and was not ventilating properly. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. No pressure or cycling issues were observed. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs to be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.